Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen cracked and became nonresponsive, after which the patient switched to alternate therapy and continued using a dexcom g7 for cgm; the device was synced before shutdown and will be returned. Symptoms included no injury and no glycemic impact reported. Outcomes included a device replacement and user guidance on shutdown and data syncing prior to return. Investigation included a review of the event details and device use history provided by the caller. Investigation of this case revealed a cracked display rendering the touchscreen unusable, consistent with a screen/display component failure and device physical damage. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.